Event description:
The patient underwent a cyst removal of the right forearm. The sutures were used internally to close the first layer, near the muscle. At 2 days post operative, the sutures broke. The wound was left to heal by secondary intention.